Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the superior vena cava (svc) coil of the right ventricular (rv) lead apparently fractured. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and anlayzed. The exposed svc (superior vena cava) defibrillation coil became ext rinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.